Event description:
The reporter stated that the patient was experiencing elevated blood glucose levels as high as 19 mmol/l with symptoms of positive ketones, nausea, and abdominal pain. The reporter stated that they did not think that the new pump was programmed correctly. Customer support reviewed the pump with the reporter. The reporter stated that the pump settings were correct except for the programmed target blood glucose which the reporter stated was likely a cause of the patient getting reduced amounts of insulin. The pump history was reviewed and the basal and bolus amounts correctly added with the total daily dose history. The reporter confirmed that there were no noted issues with the site or set. The reporter stated that they thought the patient may also be getting sick which could have contributed to the patient's blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect programming of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter did indicated that the pump was not programmed correctly. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.